Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2013-01439. It was reported that during a vena cava filter placement procedure, deployment issues and filter migration occurred. The patient presented with clot restricted to the right common femoral vein. A 12f greenfield stainless steel filter was advanced into the vena cava and an attempt to deploy was made. Upon deployment, the legs of the filter did not open. A second 12f greenfield stainless steel filter was immediately placed right above the first one; however, upon deployment the legs did not open and the filter remained attached to the catheter. The filter eventually released, but in the inferior vena cava (ivc). The first filter eventually migrated to the right iliac vein and deployed in this location. This filter was secure; however, the second filter in the ivc was not. A vascular surgeon removed the second filter. The case was aborted. No further patient complications were reported.